Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and provided the explanation of potential air bubbles in the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, all test results were appropriate; however, extra sensed events were noted. The associated right ventricular (rv) lead was removed and re-inserted into the device and the observations were noted a few more times and then went away. No adverse patient effects were reported.